Event description:
It was reported that a merlin.net transmission showed oversensing of far-field p-waves on the ventricular channel. Lead damage was suspected. The lead was explanted and replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.